Event description:
It was reported "after the catheter insertion, the wire seems to get caught on the tip of the catheter and despite removing the catheter, the wire still could not be extracted. A vascular surgeon had to be called in to make an incision and extract the wire under direct vision". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter insertion, the wire seems to get caught on the tip of the catheter and despite removing the catheter, the wire still could not be extracted. A vascular surgeon had to be called in to make an incision and extract the wire under direct vision". Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened sac kit containing a defective guide wire. Signs of use in the form of biological material were observed within the coils of the guide wire. Visual analysis revealed that the guide wire was severely kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the coils were also severely offset adjacent to the distal j-bend. This results in the j-bend to be severely misshapen. Despite the damage, it was noted that the distal and proximal welds were spherical and intact. The kinks on the guide wire measured 429mm and 442mm from the proximal weld. The guide wire total length measured 456mm, which is within the specification limits of 450m-458mm per the guide wire product drawing. The guide wire outer diameter measured .619mm, which is within the specification limits of .610mm-.635mm per the guide wire product drawing. The guide wire was inserted through a lab inventory 18ga introducer needle. Resistance was encountered at the locations of the kinking; however, the guide wire was able to pass completely through the needle. No resistance was encountered when inserting the functional sections of the guide wire. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/needle assembly is used, remove needle and insert guidewire through catheter into artery as described above. If 'j' tip guidewire is used, prepare for insertion by sliding straightening tube over 'j' to straighten and advance guidewire to required depth". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two distinct kinks towards the distal end of the guide wire. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.